Manufacturer narrative:
A review of the bravo delivery device history record for capsule batch number 31170q indicating that the product was released meeting finished product specifications. A review of the bravo recorder device history record for serial number (B)(4) indicating that the product was released meeting finished product specifications. The investigation based on accuview graph: total time of the study is 05:29 hours, the ph value is around 6 ¿ 7 ph value all the study this is normal value, after two hours ignores appears in the graph until the end of the graph this is indicate on communication problem between bravo recorder to bravo capsule. Communication problem can occur in several situations: when capsule stopped to transmit (no ph value in the graph) template name: (b)(40; sop template; dms #: (B)(4); ver: 01; related sop: (B)(4): documentation control when the bravo recorder distance from bravo capsule in this case due to that there are ignores in the study and then the study interrupt the cause to the shore study is probably communication problem. According bravo ph monitoring system section in the IFU (B)(4): ¿the patient must stay within 2 meters (6 feet) of the recorder during the study except, as necessary, for bathing. The recorder is not water resistant and should not be worn in the shower or in other wet environments.¿ this means that patient should not distance the bravo recorder more then 2 meter. According bravo capsule risk assessment version 06 (B)(4); risk number 13 there is risk electromagnetic interference (gaps) cause to data loss and repeated procedure was considered by team including medical advisor, this risk was set as ¿broadly acceptable¿. Based on the above investigation, the study start with normal ph value, in the middle of the graph, there are ignore that indicate on bravo system communication failure that cause to short study. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a short study. The study was 5 hours and 29 minutes. The patient was taking their proton pump inhibitors per the physician's orders. The patient was not in range of interference, and the device would not reconnect. There was a repeat procedure performed the study was submitted for review. The study was reviewed and it was determined that after two hours ignores start to appear in the graph until the study ended. This most likely indicates a communication problem between the recorder and the capsule. There was no patient or user harm due to the alleged device malfunction.